Event description:
Guidant received information that the day following a cardiac resynchronization therapy defibrillator (crt-d) system implantation, this patient was discovered to have a pneumothorax.

Event description:
Event description guidant received information that the day following a cardiac resynchronization therapy defibrillator (crt-d) system implantation, this patient was discovered to have a pneumothorax.

Manufacturer narrative:
A chest tube was inserted and has since been removed. The patient is doing well. No additional information is available. Should any additional information related to this event become available, this event will be updated. It was later reported that the device was explanted for an unknown reason. A new boston scientific crt-d was successfully implanted. The device has been returned. Due to the nature of the issue, no analysis will be conducted.